Event description:
Healthcare professional reported that the valve holder sutures did not stay attached to the holder when it was removed. Sutures were removed and valve was implanted without compromise to the pt.